Manufacturer narrative:
Date of event: unknown. Investigation summary: bd received 2 used samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed as blood could be seen in the holders. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 5 vacutainer tubes and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "when the hcp connected the tube to the holder for blood collection, blood did not enter the tube and blood leaked."